Event description:
It was reported that a malfunction occurred on the customer's pump. There was no reported impact on the customer¿s blood glucose level due to the malfunction. The customer had reported at least three occurrences of this issue on the same pump, which was still under warranty. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.